Event description:
It was reported, during an implant procedure, the physician encountered difficulty rotating the lead tip. However, the lead was placed but impedance measured greater than 2000 ohms. Consequently, this lead was explanted and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Visual inspection noted no anomalous conditions in shape or structure. Electrical characteristics of the device were found to be within product specifications. Helix, fully extended, measured .075 inches within specifications. Mechanical inspection revealed the helix consistently extended within ten turns and retracted within nine turns. Primary analysis findings: no anomalies found, lead functionally normal.